Event description:
On (B)(6) 2013, an anterior cervical fusion was performed. While inserting the distractor pin, into the surgical site, it was noted by the surgeon that the tip of the pin had broken off into the site. The surgeon attempted to remove the broken end of the tip, several times, but was not able to do so without causing further damage to the surgical site. The pin was measured against an intact pin and the surgeon was informed that the tip that had broken off was approximately 10mm in length. The surgeon decided to intentionally leave the tip in the surgical site and the patient was informed post-operatively. Reason for use: disc fusion.